Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to a product performance issue. The lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this lead was not successfully implanted due to a product performance issue. The lead was never in service. No adverse patient effects were reported. Additional information received indicating that lead was not successfully implanted due to placement difficulty. Hence, the event has been deemed non reportable.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.